Event description:
The pt claims that the head section of the bed dropped, resulting in a back injury. However, the pt had a history of back problems and was already being treated for the back problem.